Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. The additional information will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the previous sensor could not be removed during the reinsertion appointment on (B)(6) 2025. The sensor was palpable and an incision was made, but removal was not possible. Another removal appointment is scheduled for (B)(6) 2025. The patient is doing fine.